Manufacturer narrative:
Request for missing patient information was sent and has not been received. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the primary console indicated that the motor was disconnected when the motor was actually connected to the console. The motor did not pass the centrimag motor service process. Related manufacturer reference number: 3003306248-2022-00038.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a motor disconnected alarm was confirmed. The centrimag motor (serial#: (B)(6) was returned for analysis to the service depot. The reported event of the console not recognizing the motor being connected despite it being connected to the console was confirmed. The motor was forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the motor was connected to a console, monitor, pump, and flow probe. The console was powered on and a ¿motor disconnected: m2¿ alarm was active. The motor cable was manipulated, and the alarm did not resolve. The pump magnet was trying to align itself properly with the motor but was unsuccessful and kept moving around. A resistance test was performed on the motor cable. The resistance test revealed an open lead on the b1-/b1+ line which fluctuated when bent at the lemo connector end. Additionally, the hx/hy line was completely open, and manipulating the cable did not change this value. The solder connections at the lemo connector were then inspected. It was found that b1+ (grey wire at position 16 of lemo connector), responsible for input current of drive phase b1, was not soldered properly to the lemo connector. The heat shrink was removed, and it was found that a solder connection was attempted over the insulation of the wire. Additionally, hx (grey wire at position 6 of lemo connector), responsible for the hall-signal for bx-field components, was not soldered properly to the lemo connector either. The heat shrink was removed, and it was found that the insulation was not removed before soldering and there was no solder residue on the wire itself. These two wires were properly soldered onto the lemo connector, and the motor was reconnected to the console. The m2 alarm was now clear, and the motor speed was able to be increased and the pump was running as intended. The root cause for the reported event was conclusively determined to be due to improper solder connections of the b1+ and hx wires at the lemo connector end of the motor cable. The device history records were reviewed for the centrimag motor (serial#: (B)(6) and the motor was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot system alarms including m2 alarms. No further information was provided. The manufacturer is closing the file in this event.